Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units or more of insulin during the load sequence. A new cartridge was loaded to resolve the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed pump supplies to address the elevated bg level.